Event description:
Following a myosure procedure, for intrauterine tissue removal of a "3cm fundal fibroid that was quite calcified", a fluid deficit of approximately 4000 ml was noted. Normal saline was the fluid used to distend the uterus and no fluid management system was used other than manual calculations. Following the myosure procedure, the physician completed an uneventful novasure endometrial ablation. On (B)(6) 2011, the physician's office reported, the pt was admitted to the intensive care unit (ICU) following the myosure and novasure procedure on (B)(6) 2011. The pt was intubated and given lasix (furosemide), route and dose unk. The pt was extubated the next day and discharge on (B)(6) 2011. Additionally, it was reported, the pt has been seen on follow-up and is "doing very well".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. According to the instruction for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to a pt increases the risk for fluid overload. To reduce the risk of hypervolemia, the procedure must be terminated if the fluid deficit exceeds 800cc. (B)(4).